Event description:
It was reported that the pt was implanted a znn cmn nail 9.3 mm x 18 cm 125r on (B)(6) 2014. Two weeks later the pt developed pain and on (B)(6) 2014 the doctor found that the nail was broken. The pt was revised on (B)(6) 2014.

Manufacturer narrative:
This case was re-opened to add add'l info received on may 12, 2015. The manufacturer received the devices, investigation is ongoing. Where lot numbers were received for the devices, the device history records were reviewed and found to be conforming. As soon as the result of the investigation has been made available, an updated report will be submitted.

Manufacturer narrative:
The compatibility check was performed and showed that the product combination was approved by zimmer. Possible causes for the reported event according to dfea: breakage of implant due to lack of adequate fatigue strength; breakage of implant due to lack of adequate fatigue strength due to anodization; breakage of implant due to reuse of a single use device; breakage of implant due to off-label use, e-g. Misuse by surgeon; breakage of implant due to wrong size of implant, e.g. Too small diameter of nail versus intramedullary channel; breakage of implant - due to screws holes furthest from the fracture line used. However, based on the given info and the results of the investigation, the complaint could not be confirmed as the alleged failure could not be identified or reproduced. The need for corrective measures is not indicated and zimmer (B)(4) considers this case as closed.

Manufacturer narrative:
The lag screw showed drilling circumferential abrasion traces around in the mid-section. The set screw showed a damaged tip. It was unknown how the notch on the tip was occurred. Possible causes for the reported event according to dfmea: breakage of implant, due to lack of adequate fatigue strength. Breakage of implant, due to lack of adequate fatigue strength due to anodization. Breakage of implant, due to reuse of a single use device. Breakage of implant, due to off-label use, e.g. Misuse by surgeon. Breakage of implant, due to wrong size of implant, e.g. Too small diameter of nail versus intramedullary channel. Breakage of implant, due to screws holes furthest from the fracture line used. However, based on the given information and the results of the investigation, we were not able to identify a specific root cause for this issue. The need for corrective measures is not indicated and zimmer (B)(4) considers this case as closed.

Event description:
It was reported that the nail got broken. The patient denied any fall or further trauma. On may 11, 2015 we received the broken nail, lag screw and set screw. The nail was fractured through the static locking hole. The fracture site was heavily deformed and showed large polished areas. The nail hole featured large deformities on the medial hole side. It could not be determined if this was caused by distal drilling or if it occurred during nail extraction. On both fracture surfaces no material defects could be detected. Both fracture sites showed ductile deformation and finally rupture of the nail. It was unknown how far the distance of the static hole was from the fracture zone, as this influenced the overall strength of the nail construct.

Manufacturer narrative:
The MFR did not receive devices, x-rays or other source documents for review. As no lot numbers were received for the devices, the device history records could not be reviewed. A cause for this specific event cannot be ascertained from the info provided. Should additional info become available and / or the devices be returned for eval and an investigation result be available that changes this assessment, an amended med device report will be submitted. (B)(4).